Event description:
It was reported that during implant attempt, the lead was reported to have been "catching on everything". Although the helix had not been extended, it was catching on cardiac tissue even after multiple attempts to retract the helix. The lead was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. Visual analysis noted blood in/on the helix/lobe mechanism. The lead was received with the helix fully retracted and no portion of the helix extending past the end of the lead.